Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following high level disinfection by (B)(4), the subject device was sent to a third party laboratory for microbiological testing and the testing indicated no microbial growth for the subject device. The cause of the reported phenomenon cannot be conclusively determined.

Manufacturer narrative:
The subject device was manufactured after an elevator mechanism design change in january 2016. The subject device has not been returned to olympus medical systems corp (omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the biopsy channel of the subject device tested positive for stenotrophomonas maltophilia(28cfu/20ml) and rhizobium radiobater(100cfu/20ml). It was reported that the subject device was loaner device of olympus. It was also reported that the subject device was manually cleaned with olympus brushes (model bw-412t - maj-1888). The subject device had been reprocessed using non-olympus automated reprocessor (aer: medivator advantage) with peracetic acid before the culturing test. There was no report of infection associated with this report.